Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose less than 40 mg/dl (the glucometer read "low") and the patient had symptoms including unsteadiness, dizziness, confusion, blurred vision, and headache. The patient had a stomach virus at the time and was hospitalized. Treatment included IV glucose and IV fluids. During troubleshooting, customer support found that the basal delivery totals in tdd do not match active basal program total and found no known cause for the variation. This complaint is being reported as the patient experienced hypoglycemia and the discrepancy in basal totals was not resolved.